Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: it was reported during follow-up that the cause of peritonitis was due to diarrhea. On an unknown date, the patient was hospitalized and was treated with amikacin injection (1gm, discontinued) and ceftazidime injection (500mg, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the peritonitis event. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.